Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs and the capsule partially open, and the end cap/screw gear snap fit connected. Visual analysis showed tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. Both tab 3 and tab 4 of the male actuator component were detached from the component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the positioning difficulty could not be conclusively determined. The dcs was returned to medtronic for analysis with the actuator components detached from the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was successfully loaded without issue. During implant the valve was recaptured due to positioning. Upon recapture, when the capsule was closed about half way, the blue grip broke. The valve was able to be recaptured and a new system was used for successful implant. No adverse patient effects were reported.